Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the article, implant procedure was performed between 2016 and 2022 with a sapien xt or sapien 3 valve in the pulmonic position. The exact implant date or device is unknown. Since the use of the delivery system is unknown, the exact IFU was unable to be determined. As such, the IFU for the commander delivery system with the sapien 3 valve in pulmonic position was reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon leak was empirically confirmed based on the information provided in the referenced article. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. A balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous/calcification anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles) or interaction with calcification during placement in target site. However, due to insufficient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Through review of medical article "mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract", by corresponding author dr. (B)(6) the following event was identified as pertaining to an edwards device: during a percutaneous pulmonary valve replacement with an edwards bioprosthesis in the native right ventricular outflow tract, the valve could not deploy due to delivery system balloon rupture during inflation.

Manufacturer narrative:
The date of the event is unknown; however, according to the article the study period was from may 2016 and october 2022. Therefore, (B)(6) 2016 was used as the occurrence date. In this case, the exact delivery system model number is not available. The the novaflex system and commander delivery system were identified in the article. Therefore, sections d1 and d4 of this report will reflect an unknown commander delivery system. The possible PMA numbers associated with an edwards delivery system are: p130009 - novaflex+ delivery system; p140031, p200015- edwards commander delivery system. Investigation is ongoing. Literature reference: belahnech, y., marti-aguasca, g., dos-subira, l., betrian-blasco, p., garcia del blanco, b., calvo-barcelo, m., ... & ferreira-gonzalez, I. (2025). Mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract. Scientific reports, 15(1), 3977.